Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was powering off during use. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began at approximately 11pm on (B)(6) 2016. The patient reportedly manages her diabetes with a combination of lantus and humalog. Following the meter issue the patient stated that she overdosed on her medication. It was not stated what medication she took and she gave no indication as to the dose she took. The patient stated that she developed no symptoms. Approximately 30 minutes after taking her medication, the patient contacted her hospital hotline and an ambulance was sent to her. It is unknown at what time the ambulance arrived. The patient was transported to the hospital and started to receive treatment in the ambulance; she was unable to confirm what treatment she received in the ambulance or in the hospital. Her blood glucose was measured numerous time on the emergency medical services meter/hospital meter but she was unable to recall any of the readings. She was released from hospital at approximately 4.30 am the next morning. During troubleshooting the csr confirmed that this was the first usage of the device and that it had not been misused. Based on the information provided by the patient the meter batteries did not require replacement. The csr was able to confirm that the issue was not due to the meters auto shutoff mechanism or similar. The issue could not be resolved with training. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; an unknown electrical problem was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter has been further evaluated by lifescan product analysis with the following findings: the meter was found to display an "apply sample message" due to a mechanical fault that is related to user handling. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.